Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the universal cord, scratches on tip metal, adhesive part of the objective lens came off, curved rubber scratched, curved rubber adhesive missing, scratches found on operation part, scratches found on grip, scratches found on right/left plate, scratches found on light guide connector, scratches found on light guide cover glass surface, scratches found on the video connector case, scratches found on the lock engagement lever, and lock engagement lever discolored. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite colonovideoscope, for leaking of air/water at the universal cord. Upon inspection and testing of the customer returned device, the scope adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.